Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a red line across the screen, the driver continued to perform its life-sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a red line across the screen while supporting a patient. The customer also reported that there was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported red line on the companion 2 driver display was confirmed and reproduced during investigation of the driver, where a red line was seen vertically on the screen. The root cause of the red line was determined to be a malfunction of the driver display assembly. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.